Event description:
"Was informed by night staff PICC leaking. On investigation found large hole/ slice in line."

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be reported as user related. Returned for evaluation is a 5 fr d/l PICC. During functional testing a leak was observed on the distal lumen side of the catheter. The leak site is located between the 53 and 54 cm depth markers. Microscopic examination of the leak site shows a "u" shaped burst site. The burst site walls are flat with a rough texture. The characteristics of the damage found on the complaint sample are consistent with burst damage due to over pressurization. The product IFU gives descriptive information on flushing techniques. There is no evidence of a manufacturing defect with the returned catheter. The IFU states, "irrigate each lumen with 10cc normal saline solution. Remember that each lumen is considered a separate catheter and irrigate them both. This may be a user maintenance issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.